Event description:
It was reported that a 64 yo male patient who had an initial right side anatomic shoulder replacement that had been revised to a reverse due to a poly break, underwent a 2nd revision procedure for an unstable base plate. Due to the bone loss/lysis and metalosis the base plate of the reverse failed to incorporate and the base plate migrated breaking 2 base plate screws. There was also lysis around the stem so everything was removed and replaced with an antibiotic spacer while a custom baseplate could be manufactured. Device breakage was reported as the base plate screws had broken. There was no surgical delays during the procedure. No x-rays were provided. The patient was last known to be in stable condition following the event. The explanted devices are not available for analysis no device images were provided. No further information. This is 1 of 4 reports for this event. This is 1 of 3 events for this patient.

Manufacturer narrative:
D10: 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6), 320-15-05 - eq rev locking screw: (b)(60, 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-34 - eq rev comp screw lck cap kit, 4.5 x 34mm: (B)(6), 320-20-34 - eq rev comp screw lck cap kit, 4.5 x 34mm: (B)(6), 320-20-34 - eq rev comp screw lck cap kit, 4.5 x 34mm: (B)(6), 320-20-38 - eq rev comp screw lck cap kit, 4.5 x 38mm: (B)(6), 320-20-38 - eq rev comp screw lck cap kit, 4.5 x 38mm: (B)(6), 320-20-46 - eq rev comp screw lck cap kit, 4.5 x 46mm: (B)(6), 322-10-00 - humeral adapter tray, +0: (B)(6), 322-42-00 - 145-deg pe 42mm hum liner +0: (B)(6), 531-20-00 - shldr gps rvrs drill kit: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, h11. Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Event description:
The metallosis was due to the baseplate didn't integrate because of the already present metalosis from the prior revision.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.